Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The trilogy evo was returned and evaluated by third-party service center. The ventilator inoperative condition alleged by the customer was not confirmed on the device by the third-party service technician. The third-party service technician found a system error code for a ventilator service required (out press railed low [e-0208]) in the device's error log. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction. The third-party service technician replaced the device's system printed circuit assembly board to address this issue. Additional findings not related to the malfunction/issue was the third-party service technician found contamination on the blower assembly, blower bellows seal, machine flow seal, and in-line proximal filter. The third-party service technician replaced the device's blower assembly blower bellows seal, machine flow seal, and in-line filter to address this issue. The third-party service technician found the filer cover missing on the device. The third-party service technician replaced the filer cover to address this issue. The third-party service technician proactively replaced the muffler assembly, air foam inlet filter, and particulate filter for this device. After all parts were replaced on the device, the third-party service technician performed the functional test, which passed on the device.